Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm reactivity of the kell antigens. Satisfactory results were observed. Ocd also performed testing with the returned patient sample. Returned patient sample was tested at 15 and 40 minute incubation. No reactivity was observed with cell 7. A 1+ reaction was observed with cell 2.